Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not working and required user to type in username or password with witness to sign in, which located on 7sou1. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) escalated the case to the customer support center (csc) because it was related to a product incident (pi) and noted that no fix was currently available. Good faith efforts were made to obtain additional information regarding the pi. No responses were received from the fse or the fse manager. Additional information will be added to the record if and when it is received.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the biometric identifier was not working and required user to type in username or password with witness to sign in, which located on 7sou1. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.